Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a motor issue was confirmed and reproduced during product evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of motor is not running. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.